Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-10430. It was reported the pt was not satisfied with the pain relief received from her scs sys. Diagnostic testing revealed normal impedances and x-ray results showed no anomalies. The pt elected to have the entire scs sys removed.

Manufacturer narrative:
Eval results: as received, a visual insp and measurements of the returned lead determined the lead body was cut at 58.5 cm from the distal tips during explant. Cautery damage was also noted on the lead body at 6 cm from the distal tip. The damage is consistent with the explant procedure. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.